Event description:
It was reported that this subcutaneous electrode exhibited noise and oversensing in secondary and alternate vectors. An electrode fracture was suspected. The electrode was later explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous electrode exhibited noise and oversensing in secondary and alternate vectors. An electrode fracture was suspected. The electrode was later explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a bubbled area with a crack in the electrode body; the crack was not to the surface. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured approximately 7.3 centimeters (cm) from the terminal end. The fracture characteristics appeared consistent with cyclic fatigue. The fractures resulted in the observed noise and oversensing.